Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The two additional prostyle devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with four prostyle devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the suture of the first prostyle device was successfully pre-placed. When the plunger of the second and third prostyle devices was removed, no suture was connected to the anterior needle. The suture of a fourth prostyle device was successfully pre-placed. The sheath was upsized to 14f and the tavi procedure was completed. When the rail suture of the first prostyle device was pulled the complete suture came out of the body. It was possible to close the fourth prostyle suture; however, an additional non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿plunger was removed, no suture was connected to the anterior needle¿ was confirmed as a posterior needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D10: concomitant product changed from proglide to prostyle.